Event description:
It was reported that the gamma system was implanted in another hosp. It was revised in the facility. The pharmacist reported to co that the nail broke in the pt at the level of bridge for lag screw. The broken nail has been removed and replaced by another one.